Event description:
In 2008, the pt was implanted with a gore tag thoracic endoprosthesis for a thoracic aneurysm. Upon removal of the gore introducer sheath with silicone pinch valve, the right external iliac artery ruptured. Despite attempted open repair of the artery, the pt expired due to blood loss. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.